Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Bubbles were also noted in the luer-lock connection. Reportedly the customer used apidra due to skin sensitivity. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer indicated that the cartridge lot would be changed.